Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not working properly. Reportedly, the customer reverted back to insulin shots and was no longer using the pump for insulin therapy. There was no information provided regarding the customer's blood glucose level. Although requested, no additional information was provided regarding the reported issue.